Event description:
Additional information was received indicating a lead fracture was noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert and presented in clinic for a follow-up. Oversensing was observed on the right ventricular lead and a lead fracture was suspected. The lead was capped and replaced to resolve the event and the patient was in stable condition.